Event description:
The customer reported the autopulse lifeband (lot unknown) was not retracting or compressing the patient. The crew discontinued use of the autopulse platform (sn 32561) and reverted to manual CPR. No additional information was provided. Patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
Zoll has not received the autopulse lifeband in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported the autopulse lifeband (lot unknown) was not retracting or compressing the patient. The crew discontinued use of the autopulse platform (sn (B)(6) and reverted to manual CPR. The customer did not observe any error messages. No impact or consequence to the patient.

Manufacturer narrative:
B5 (describe event or problem), h6 (adverse event problem), and h11 (provide narrative/ data were updated based on the customer response. The lifeband involved in the reported complaint will not be returned for evaluation because the customer has disposed of it. Therefore physical investigation could not be performed and the root cause could not be determined.